Event description:
Customer reports a female patient of approximately 60 years of age experienced ruptured veins during an unknown procedure. Customer reports suspicion of excessive pressure in the system. The positioning of the needle at the patient will always be checked on the patient with our bolus prior to the general examination. Everything ok. The arm of the patient was kept outstretched during injection, no bending of the vessels. The main injection was canceled after the half of the treatment. Pressure limit was not reached, no break off per device alarm but by the staff. IV access site: IV-access above the right or left crook of the arm. IV access device: vasofix safety 20g x 1 1/4", braun. Needleless device not used. No injection protocol existing. Volume of contrast infiltrated: contrast media 100ml and nacl 50ml. Adjustment: pressure limits 300psi, flow rates of 3ml/s. There was no negative feedback of the patient. Patient was treated with heparin ointment, cooling, pressure bandage for a minimum of an hour and discharged by physician.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.